Event description:
As reported by the legal department, the patient underwent placement of an unknown cordis vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to plaintiff/decedent, including, but not limited to: perforation. As a direct & proximate result, plaintiff suffered life-threatening injuries & damages & required extensive medical care & treatment. As a further proximate result, plaintiff has suffered & will suffer significant medical expenses, pain & suffering, & other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section d1 (brand name). Section d4 (model, catalog). Section g4 (date received by the manufacturer and PMA/510(k) number). Complaint conclusion: it was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), approximately sixteen years and 8 months post implant. The patient also reports severe abdominal pain related to the filter. According to the medical records the patient presented to the hospital with left flank pain, approximately five years and four months post implant. A computed tomography (CT) scan was performed and noted that the ivc filter was in place below the level of the renal veins. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instruction for use (IFU) notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified. Due to the nature of the complaint the reported pain could not be further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: approximately 5 years and 4 months post implantation, the patient presented to the hospital with left flank pain. CT of the pelvis and the abdomen without contrast were performed. There was a 1-2mm non-obstructing renal calculi in the superior pole and inferior pole of the left kidney. Ivc filter was noted in place below the level of the renal veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately sixteen years and 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from severe abdominal pain.